Event description:
It was reported that a (B)(6), patient underwent an x-stop procedure. Approximately 3 months 1 week post procedure, the patient noted a return of buttock and right hip pain. Fourteen months post procedure, the patient experienced low back pain getting progressively worse over time. No additional information was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.